Event description:
It was reported that there was a general complaint of pumps that were infusing even though there was no medication in the bag. The customer indicated no alarm was given by the pump. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-136952 is a concomitant. Please refer to manufacturer report number2016493-2025-137327, which captured the correct suspect device per investigation report.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of pumps that were infusing even though there was no medication in the bag. The customer indicated no alarm was given by the pump. There was patient involvement, however outcome is unknown.